Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not update software and the hard drive was reconfigured and the software reloaded. Analysis also noted that the system fan and the power supply were noisy and both were replaced. (B)(4).

Event description:
It was reported that while trying to update the programmer with software via universal serial bus (usb) flash drive, the update would not finish. The update would only get to about 90 percent even if left overnight. It would also not update via the software defined network (sdn). It was also noted that the programmer displayed an analyzer communication error message prior to a case. A working analyzer from another programmer attempted with no success. The programmer changed out to complete the case. The programmer was returned for repair. No patient complications have been reported as a result of this event.